Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory high powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities to contribute to the field allegation. Analysis of the device memory revealed the device had recorded a charge time out. The device was then exposed to simulated heart load conditions and the defibrillation and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device did not pass impedance testing due to the charge time out condition. Lab analysis confirmed the allegation from the field.

Event description:
Boston scientific received information that when checking the newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) postoperative, a screen appeared indicating that there were long charge times. Subsequently the s-ICD was explanted and a new device was implanted. No additional adverse pt effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of the analysis.